Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: customer just called about a pump that has sticky pins. Customer has cleaned the pins several times but after cleaning and running a test infusion they are still stuck. Customer is going to soak the pins in alcohol for the weekend and then run a test infusion on monday and send the logs. No patient harm reported and no report of the issue stopping an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.